Event description:
H&p: a patient that I saw several months ago, at that time was having right groin pain and had an inguinal hernia on that side previously repaired and was concerned that he had recurrent hernia. This was difficult to appreciate on examination. The pain over time became more clear and was associated with 18 mm stone. He had lithotripsy and eventually passed a stone with resolution of his pain on the right side. In the interim, and at the same time as his initial presentation, he had a protuberance at the umbilicus, just superior to the umbilicus, with no defect or dimple at the umbilicus. His hernia repair on the right side was in approximately 12 years ago. Op note: patient has periumbilical hernia that has recurred after initial repair about 5 years ago. He has pain associated with it. No gi symptoms. A needle was inserted in the left upper quadrant and 5 mm trocar placed here. With that visualization, the mesh showed some element of omentum attached to the mesh. The superior left quadrant had pulled away from the peritoneum. There is a small hernia defect here. The mesh here was probably about 6 to 7 cm radial diameter that was still quite adherent, it was a coated mesh polypropylene. Additional trocars were placed, 1 in the left lower quadrant and then later a second trocar in the right midline. We cleared omentum initially from the mesh underneath it, finding no evidence of bleeding and the small bowel was not adherent to this. We then freed the mesh itself from the anterior abdominal wall. This required additional trocars. There was a lot of tension placed on this with the use of a grasping forceps. The old mesh material was removed and sent for routine gross examination. Another mesh was chosen and placed in the abdomen; placing 3 radial sutures and 1 central suture placed within the abdomen using a port closure system, pull the central suture up, tied it securely underneath the fascial defect and then stay sutures each grasped with a port closure system and pulled up to the anterior abdominal wall. These transfascial sutures then anchored this circumferentially. Spiral tacks were then placed circumferentially to complete the inner positioned tissue.